Manufacturer narrative:
(B)(4). Method: three complaint chambers with lot number 100213 were returned. The complaint chambers were attached to a waterbag for testing. Results: the chambers filled to the expected fill level and then small drops of water began to build up at the connection between the feedset tube and the water bag spike. A lot check revealed (B)(4) other complaints of this nature for this lot number. Conclusion: the leak was caused by the feedset tubing not being glued properly at the spike, due to insufficient glue applied (B)(4). All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". As part of our ongoing product improvements, (B)(4). (B)(4).

Event description:
A healthcare facility reported in (B)(6) reported that the mr290 vented autofeed humidification chambers were leaking from the bag spike of the water feedset tube. This was found prior to patient use.

Manufacturer narrative:
(B)(4). We have recently received the complaint devices and investigation is anticipated. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the (B)(4) vented autofeed humidification chambers were leaking from the bag spike of the water feedset tube. This was found prior to patient use.